Event description:
The customer reported an error 3 on their freestyle lite blood glucose monitor. In addition, customer reported experiencing symptoms of dizziness and the loss of consciousness. Customer had an apple and peanut butter in order to counteract his medical event. However, there is no report of third party medical intervention death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.